Manufacturer narrative:
Block h11: imdrf impact code f1001 capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific that a wallflex enteral stent was to be implanted during a procedure on (B)(6) 2025. During the procedure, it was reported that the deployment control mechanism repeatedly retracted spontaneously. As a result, the procedure was not completed. The patient's condition was unknown. Note: this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.